Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e315 was able to be reproduced, but the error disappeared after the scope was dried. However, the definitive root cause of error e315 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿-when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e315) was not confirmed. Additional evaluation findings were as follows: there was water leakage due to a pinhole on the channel tube, there was a short circuit due to water immersion, there was fluid invasion in the control section and the electrical connector, and due to corrosion switches 1 and 2 did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite bronchovideoscope, there was an error code e315. The event occurred during reprocessing. The therapeutic procedure (laparoscopy) was completed with the same device. There was no procedural delay, or no patient harm associated with the event.